Manufacturer narrative:
H10: note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the healthcare provider (hcp) reporting that the previously reported patient symptoms were determined to not be related to the pump and that "was in ICU, but ill". The patient's weight was asked, but unknown. It was also stated by the hcp that "the device was fine".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient¿s mother reported that they have been in the ER (emergency room) for 3 days to have the pump interrogated, and they had been in the ER for 3 days for the patient¿s symptoms of ¿headaches, dizziness, his head is hurting in the back area, vision and everything.¿ the pump was not alarming. The patient was being given oral tablets and they were going to be transferring him to another facility because they didn¿t have clinician programmers or neurosurgeons at the ER that they were currently in. The agent inquired if the patient¿s pump managing physician was aware and the patient¿s mother stated yes, and that their patient relations was aware. The patient¿s next refill wasn¿t until (B)(6). The patient¿s mother wanted someone to come to the ER to interrogate the pump and to have the volume of the pump checked for volume discrepancies because the patient was exhibiting ¿severe itb (intrathecal baclofen) withdrawals such as severe headache, blurred vision, can¿t see at all, the back of the head hurting.¿